Manufacturer narrative:
The reported adverse event is associated with a returned device; however, insufficient clinical information was provided by the clinic which made it impossible to establish the root cause of the issue. Hence, no specific device analysis is deemed necessary at this time. Should more information be made available at a later date, the decision could be reassessed. This report is submitted on august 04, 2023.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023, due to unknown reason. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 04, 2023 was filed inadvertently. No device malfunction/explantation or serious injury has occurred. This report is submitted on november 09, 2023.